Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
A patient had reported becoming diagnosed with diabetic ketoacidosis and hospitalized after wearing the pod. Patient reported this to have happened an approximate 7 other times in the past "few months" due to pods going "out" and insulin delivery stopping. Treatment included administration of fluids and intravenous delivery of insulin. Most recently, patient's pod alarmed prior to the event and the patient had been admitted to the intensive care unit for treatment, lasting 24 hours. After being treated, patient was advised by physician to continue use of the omnipod. Patient advised "too much time has passed since the event" and that all paperwork from hospital had since been discarded. Therefore, we are unable to provide further information regarding what lead up to the event, specific dates of occurrence, specific blood glucose readings, nor any other details regarding pod failures.